Manufacturer narrative:
This information was not provided during inital report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacture date without a lot number.

Event description:
The 3d head kept popping off. The surgeon was finishing a click'x system implant (l1 - sacrum). When the surgeon attempted to lock the click'x rod into the 3d head with the locking cap, the 3d head popped off of the screw head.